Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, there was an issue with catheter array inversion. The catheter was inserted, and the wire was advanced to the left superior pulmonary vein (lspv). After a couple of lesions, it was noticed that the wire did not appear to be tracing with the array as expected, and the array was overlapping electrodes. The physician attempted to recapture by leaving the wire out, pulling the array into the sheath, and redeploying it, but the issue persisted. The catheter and wire was pulled out for inspection, revealing that the array was flipped, although there were no knots present and the wire had no kinks. The catheter and wire were replaced, and the procedure was completed without further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012515352 was returned and analyzed. Visual inspection showed the catheter spiral array appeared as inverted. No kinks and other anomalies were observed along the extended portion. During mechanical verification of the steering and slide mechanisms, the slide control function stuck. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. X-ray imaging confirmed wires were entangled in the shaft segment. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the reported array inversion was confirmed during analysis. The catheter did not pass the returned product inspection due to an inverted array and entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.